Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the sensor was reading 50 mg/dl and the insulin pump alarmed threshold suspend but her blood glucose was 255 mg/dl. Current blood glucose reading was 192 mg/dl. The sensor had been inserted for 2 days. The customer removed the sensor after receiving calibration errors and stated it was bent.